Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision due to patient had twiddler's syndrome and the device had shifted towards the armpit. This crt-d still remains in service and was placed submuscular. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.